Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. No excessive no delivery or occlusion alarm noted. The insulin pump was received with minor scratched lcd window, cracked belt clip slot, stained end cap sticker, stained address, serial number label and cracked reservoir tube lip.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received no delivery alarms after multiple set changes. The customer's blood glucose was 300 mg/dl and treated it with injections. Troubleshooting was performed for no delivery and noticed set occlusion. Customer states set, reservoir and insulin are being changed every 3-4 days. The customer has not tried different cannula lengths. Customer states insulin is good. Customer states they rotated, site locations with sufficient subcutaneous tissue they also avoided inserting into areas with scarred tissue. Customer states the tubing is not bent or kinked. Advised to avoid sharp bends in the tubing such as bending and staining the tubing where it connects to the reservoir. Customer states they have tried all remedies.the customer was advised that the insulin pump will need to be replaced. The customer was advised to revert to back-up plan. The insulin pump will be returned for analysis.